Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Technician reports pt experienced overcorrection and induced astigmatism after lasik surgery on the right eye. At one week post op visit, pt was put on contact lens induced regression therapy. Physician noted trace central punctate epithelial erosion, at the two week post op visit.